Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400573097. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: overinfusion. According to the customer: a new syringe of metoclopramide cri was started at 1800 and it alarmed at 1930 to indicate it was finished!! The volume made up was for a 24 hour period and on double checking the settings on the syringe driver they were all correct. The only thing I cannot confirm is whether the correct brand of syringe was selected, when I put the syringe back in it did not give me an omnifix option so that is the only thing I can think of. I know there had been some similar issues in wards and I think it had been with the opaque omnifix syringes also, where the infusion was given in a much quicker time than it should have been. Laura had made it up and I double checked it. I have set the driver aside with the empty syringe attached and a sign to say not to use until the driver has been tested. I have attached some photos below and the barcode of the syringe driver in case for any reason someone ignores my message and puts it away/starts using it again.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: 688n030005. 2.5 hours of operation: 596 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. According to the customer description the 16th of march 2022 was analyzed. An bd plastipak 50ml syringe was selected at 6:33 pm. The syringe was filled with approx. 1.4ml. The drug short name metoclop was chosen, and the infusion started with a rate of 0,99ml/h at 6:33 pm. One hour and three minutes later the infusion stopped by pressure alarm. At this time, 0,24ml must be infused. No abnormalities can be found in the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,54%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 5. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.